Event description:
A customer reported that they went to the emergency room with a blood glucose level exceeding 700 mg/dl. Cause was unknown. The customer was treated with intravenous fluids of saline, insulin, and potassium. The customer was released with no permanent damage and issue resolved.